Event description:
It was found in the software version 2.2a (only for the market of the united states) that a wrong explanation of procedure shows in the screen in adjustment process. It is a bug of the software and adjustment could be proceeded following technical manual.

Manufacturer narrative:
Following to the advice of FDA, this improve for the bug is included in planned another recall of dbb-06 (FDA recall res (B)(4).

Event description:
It was found in the software version 2.2a (only for the market of the united states) that a wrong explanation of procedure shows in the screen in adjustment process. Because that is a software defect on the user interface for setting parameters, following the technical manual enables users to correctly set required parameters.